Manufacturer narrative:
Other relevant device(s) are: product ID 8780 lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 14-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at 100mcg/day via an implantable pump for intractable spasticity. It was reported the patient could feel their pump flip. It was indicated there were no known environmental/external/patient factors that may have led or contributed to the issue. The event date was provided as (B)(6) 2018. The healthcare provider was unable to interrogate the pump with clinician tablet programmer. An incision was made over the pump site and the pump was removed from the pocket. A significant amount of the catheter was found to be coiled in the pocket. The doctor aspirated the catheter and pushed dye. The catheter was patent, and the catheter tip remained at the t8 location. The pump was turned back over and re-sutured. Suture loops were utilized to re-tack the pump and the patient was sent home with an abdominal binder. It was reported the issue had been resolved at the time of the report. The patient¿s status was provided as alive - no injury. Other medications being taken, patient weight, and medical history were not available. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and the initial reporter was provided. It was also reported the cause of the pump flipping was unknown. The coiled portion of the catheter was uncoiled and all the original catheter remained. No further complications were reported/anticipated or expected.